Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.0mm locking drill guide 4mm-32mm (part number 80-0249, batch number 282478) was examined visually under magnification. There was wear or damage on the drill guide on the first thread from the tip of the guide. The overall body exhibited a light brown sheen from oxidation of the part from multiple reprocessing. The fracture pattern appeared to indicate a brittle fracture event from a singular load event rather than continual wear. Physical examination of functionality was deemed unnecessary as the threaded end of the guide was broken and functionality was certain to be impaired. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that when the surgeon moved a aculoc plate position while connected to the locking drill guide, the tip of the drill guide broke off. The broken piece was removed from the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported.